Event description:
Skin has burns and horrendous blistering [burns second degree], narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: x96230, expiry date: jul2021) from an unspecified date for a back injury. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient was wearing one of the wraps for 4 hours when and her skin has burns and horrendous blistering. The patient is in a lot of pain and wants her money back. The patient was very upset and in pain with both her back and now skin blistering/burns. Action taken in response to the event for thermacare heatwrap and the outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term] skin has burns and horrendous blistering [burns second degree], , narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: x96230, expiry date: jul2021) from an unspecified date for a back injury. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient was wearing one of the wraps for 4 hours when and her skin has burns and horrendous blistering. The patient is in a lot of pain. The patient was very upset and in pain with both her back and now skin blistering/burns. Action taken in response to the event for thermacare heatwrap and the outcome of the events was unknown. Per the product quality complaints group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused 'skin has burns and horrendous blistering.' The cause of the consumer stating the wrap caused skin burns and horrendous blistering is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Site sample status was not received. Reasonably suggest device malfunction was yes. Severity of harm s3. Product investigation results dated (B)(6) 2020 for batch x96230 are as follows: date of manufacture: 27-aug-2018 through 31-aug-2018, expiry date: 2021-07 quantity released: (B)(4) cartons. Batch x96230 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot-specific trend identified: no. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the subclass adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. The complaint was evaluated to identify any potential trend. A visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. On this basis, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. There is not a trend identified for the subclass of adverse event/serious/unknown for lbh product, refer to attachment lbh adverse event lbh (B)(6) 2017 to (B)(6) 2020. There was deviation from sop-105746, complaint trending guidelines, effective (B)(6) 2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. There was deviation from sop-105746, complaint trending guidelines, effective (B)(6) 2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-5283155, action item pr-5283193. Follow-up (08jun2020): follow-up attempts have been completed and no further information is expected. Decision made to close case. Lot number already provided. Follow-up (13jul2020): new information received from pfizer quality operations includes: investigation results. All follow-up attempts are complete. No further information is expected. Follow-up (27aug2020): new information received from the product quality complaint group included: severity of harm was s3. This follow-up is also to amend previously reported information: malfunction changed to yes, product problem was checked. All follow-up attempts are complete. No further information is expected. Follow-up (27aug2020): new information received from product quality complaint group includes: additional investigation results. Follow-up (12oct2020): new information received from product quality complaint group included: updated expedited trend assessment. All follow-up attempts are complete. No further information is expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused " skin has burns and horrendous blistering." The cause of the consumer stating the wrap caused skin burns and horrendous blistering is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot-specific trend identified: no. Site sample status was not received. Reasonably suggest device malfunction was yes. Severity of harm s3. Product investigation results dated (B)(6) 2020 for batch x96230 are as follows: date of manufacture: 27-aug-2018 through 31-aug-2018, expiry date: 2021-07 quantity released: (B)(4) cartons. Batch x96230 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. An evaluation of the complaint history confirms that this is the second complaint for the subclass adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. The complaint was evaluated to identify any potential trend. A visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. On this basis, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. There is not a trend identified for the subclass of adverse event/serious/unknown for lbh product, refer to attachment lbh adverse event lbh (B)(6) 2017 to (B)(6) 2020. There was deviation from sop-105746, complaint trending guidelines, effective (B)(6) 2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. There was deviation from sop-105746, complaint trending guidelines, effective (B)(6) 2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in pr-5283155, action item pr-5283193.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused " skin has burns and horrendous blistering." The cause of the consumer stating the wrap caused skin burns and horrendous blistering is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot-specific trend identified?: no; severity of harm: n/a. Site sample status: not received.

Event description:
Event verbatim [preferred term], skin has burns and horrendous blistering [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: x96230, expiry date: jul2021) from an unspecified date for a back injury. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient was wearing one of the wraps for 4 hours when and her skin has burns and horrendous blistering. The patient is in a lot of pain and wants her money back. The patient was very upset and in pain with both her back and now skin blistering/burns. Action taken in response to the event for thermacare heatwrap and the outcome of the events was unknown. Per the quality group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused " skin has burns and horrendous blistering." The cause of the consumer stating the wrap caused skin burns and horrendous blistering is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot-specific trend identified: no. Severity of harm: n/a. Site sample status was not received. Follow-up (08jun2020): follow-up attempts have been completed and no further information is expected. Decision made to close case. Lot number already provided. Follow-up (13jul2020): new information received from pfizer quality operations includes: investigation results. All follow-up attempts are complete. No further information is expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused " skin has burns and horrendous blistering." The cause of the consumer stating the wrap caused skin burns and horrendous blistering is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot-specific trend identified: no. Site sample status was not received. Reasonably suggest device malfunction was yes. Severity of harm s3. Product investigation results dated 27aug2020 for batch x96230 are as follows: date of manufacture: 27-aug-2018 through 31-aug-2018, expiry date: 2021-07 quantity released: (B)(4) cartons. Batch x96230 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. An evaluation of the complaint history confirms that this is the second complaint for the subclass adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. The complaint was evaluated to identify any potential trend. A visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. On this basis, a trend does not exist for this batch.

Event description:
Event verbatim [preferred term]: skin has burns and horrendous blistering [burns second degree], , narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: x96230, expiry date: jul2021) from an unspecified date for a back injury. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient was wearing one of the wraps for 4 hours when and her skin has burns and horrendous blistering. The patient is in a lot of pain. The patient was very upset and in pain with both her back and now skin blistering/burns. Action taken in response to the event for thermacare heatwrap and the outcome of the events was unknown. Per the product quality complaints group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused " skin has burns and horrendous blistering." The cause of the consumer stating the wrap caused skin burns and horrendous blistering is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot-specific trend identified: no. Site sample status was not received. Reasonably suggest device malfunction was yes. Severity of harm s3. Product investigation results dated (B)(6) 2020 for batch x96230 are as follows: date of manufacture: 27-aug-2018 through 31-aug-2018, expiry date: 2021-07 quantity released: (B)(4) cartons. Batch x96230 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. An evaluation of the complaint history confirms that this is the second complaint for the subclass adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. The previous complaint was not confirmed to have a manufacturing root cause related to the subclass. The complaint was evaluated to identify any potential trend. A visual evaluation was performed to identify a potential trend for the lot and subclass. A trend was not identified. On this basis, a trend does not exist for this batch. Follow-up ((B)(6) 2020): follow-up attempts have been completed and no further information is expected. Decision made to close case. Lot number already provided. Follow-up (1(B)(6) 2020): new information received from pfizer quality operations includes: investigation results. All follow-up attempts are complete. No further information is expected. Follow-up ((B)(6) 2020): new information received from the product quality complaint group included: severity of harm was s3. This follow-up is also to amend previously reported information: malfunction changed to yes, product problem was checked. All follow-up attempts are complete. No further information is expected. Follow-up ((B)(6) 2020): new information received from product quality complaint group includes: additional investigation results.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused " skin has burns and horrendous blistering." The cause of the consumer stating the wrap caused skin burns and horrendous blistering is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.lot-specific trend identified? No, site sample status: not received.

Event description:
Event verbatim [preferred term] . Skin has burns and horrendous blistering [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: x96230, expiry date: jul2021) from an unspecified date for a back injury. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient was wearing one of the wraps for 4 hours when and her skin has burns and horrendous blistering. The patient is in a lot of pain. The patient was very upset and in pain with both her back and now skin blistering/burns. Action taken in response to the event for thermacare heatwrap and the outcome of the events was unknown. Per the quality group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused " skin has burns and horrendous blistering." The cause of the consumer stating the wrap caused skin burns and horrendous blistering is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot-specific trend identified: no. Site sample status was not received. Reasonably suggest device malfunction was yes. Severity of harm s3. Follow-up (08jun2020): follow-up attempts have been completed and no further information is expected. Decision made to close case. Lot number already provided. Follow-up (13jul2020): new information received from pfizer quality operations includes: investigation results. All follow-up attempts are complete. No further information is expected. Follow-up (27aug2020): new information received from the product quality complaint group included: severity of harm was s3. This follow-up is also to amend previously reported information: malfunction changed to yes, product problem was checked. All follow-up attempts are complete. No further information is expected.